Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with blank display on their insulin pump. The customer's blood glucose level at the time of incident was 156mg/dl. Troubleshoot was conducted, but not completed due to customer having to get off the line to make their doctors appointment. The customer will be calling back to complete troubleshoot.